Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that imaging did not show the orifice of the right hypogastric artery completely. When an iliac extender component was implanted into the right common iliac artery, the device covered the right hypogastric artery. It was reported that a balloon was used in an attempt to move the device proximally, but the device did not move. The device was left in place, and the physician will monitor the patient. The patient tolerated the procedure. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.